Event description:
Physician while attempting to deploy the essure device found that the sheath would not pull back. Physician unable to perform procedure and elected to complete at a later date.====================== health professional's impression======================unknown====================== manufacturer response for permanent birth control system, essure======================manufacturer provided rga# for product return evaluation. Manufacture sending shipping container and product will be returned upon receipt.